Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event was attributed to the user's technique and not to the quality of the product.

Event description:
When opening, the ampule split apart spilling the liquid. This event did not occur during the surgical procedure; therefore, there was no adverse effect to any patient.